Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device failed to discharge. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical united kingdom for evaluation. The customer's report was not replicated or confirmed. The device passed bench handling and defib discharging stress testing without duplicating the report. Review of the device log shows that the defib was fully charged twice but was disarmed both times by the user by selecting a different energy level. We also suspect the device was put in sync mode accidently by the user. When the sync feature is activated, the device needs to detect the r wave and the shock button must be held until the device discharges. There is no indication in the log that the lead view was changed or that the sync mode was disabled. This correlates with the information received from the customer stating that they later realized after checking the clinical data that the sync button was pressed by the user in error. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.